Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Upon follow up, the customer has the weight watchers "app" that has the carbohydrate count for food and the information can be used for insulin boluses.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl. Water was consumed and after changing the pump supplies, boluses were delivered to address the high bg. The customer felt that the high bg was due to kidney problems and the pump personal profiles needed to be adjusted. The customer had discussed the event with a healthcare provider and the personal profile was adjusted to increase insulin delivery.